Event description:
It was reported that, a revision surgery was done on (B)(6) 2014 after the initial surgery which was done on (B)(6) 2013. The surgeon stated that the tibial component does not have adhesion with the cement, on the other hand, femoral component in all the surgeries was rigid and adhesion was very good. According to the surgeon, tibial component's material composition might have an issue.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to infection involving a scorpio ts baseplate was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the provided records concluded: "cement is not glue and it is not intended to have adhesion to the components it is fixing in bone. There is no indication that factors of faulty design, manufacturing, or materials of the components or of the cement are responsible for the revision surgery in this case." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot or sterile lot. Conclusions: the reported revision was confirmed however the etiology of the potential infection and loosening could not be determined based on the information provided. Additional followup notes and pre-revision test results would be required to further evaluate this case. Clinician review of the provided records did not find any evidence that factors of faulty design, manufacturing, or materials of the components or of the cement are responsible for the revision surgery in this case. It is noted the revision finding of "tibial component does not have adhesion with the cement" is not unusual as bone cement is not a glue and is not intended to adhere to components.

Event description:
It was reported that, a revision surgery was done on (B)(6) 2014 after the initial surgery which was done on (B)(6) 2013. The surgeon stated that the tibial component does not have adhesion with the cement, on the other hand, femoral component in all the surgeries was rigid and adhesion was very good. According to the surgeon, tibial component's material composition might have an issue.